Event description:
It was reported the nurse places a catheter on the patient, and the end of the catheter wire is rough, and the puncture sheath cannot be sent, but the guidewire has entered the patient's blood vessel and cannot be removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the nurse places a catheter on the patient, and the end of the catheter wire is rough, and the puncture sheath cannot be sent, but the guidewire has entered the patient's blood vessel and cannot be removed. No other information was provided.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.